Event description:
A physician reported that following the cataract surgery with intraocular lens implant procedure, iol optic found to have scratch after insertion. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).